Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device is making a buzzing sound. The device was in use at the time of the event, however, there was reportedly no patient harm. The fse evaluated the device on site. It was determined that this was a malfunction of the power cable which was replaced, and the device was returned to full functionality. The device remains at the customer site. No further action is warranted at this time.

Event description:
It was reported to philips that the heartstart mrx is making a buzzing sound. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.